Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle, objective lens, and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material inside nozzle, objective lens and light guide lens could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility device cleaning/reprocessing information was reported of available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.